Event description:
An issue concerning recharging was reported. A physician programmer device was unable to be programmed. An "unable to program" message was displayed on the device (model 8840), and it would not read the ins. Coupling and/or communication issues were noted. The hcp indicated they did not get any coupling bars. Device serial number(s) is unk. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).